Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high power consumption. Boston scientific technical services (ts) discussed this could be likely due to high output or multi-site pacing (msp). Furthermore, data analysis confirmed device was depleting normally. The power level is within expectations based on the programmed therapy. To date, this device remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported in a later visit, the patient reported experiencing pain at the pocket site. It was reported that a pocket revision was performed to remedy the issue, however, the patient reported still experiencing pain. The physician evaluated the patient and decided to perform a system explant of this crt-d system including the left ventricular (lv), right atrial (ra) and right ventricular (rv) leads. During the procedure, the physician experienced difficulties extracting the ra and rv leads. The ra and rv lead were damaged and became severed. The leads were unable to be fully extracted. Portions of the leads remain in the patient's body. It was noted that prior to extraction, no lead issues were observed. The physician was able to successfully explant the crt-d and rv lead. No additional adverse patient effects were reported.